Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker device was seen in the clinic. The nurse thought that device was not working thus, wanted to know the device settings. Boston scientific technical services (ts) explained that the physician will need to be contacted for this information. There was no further information obtained from the field representative. The device remains in service. No adverse patient effects were reported.